Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receiving additional information, it was determined that this product did not cause the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to bone loss. Multiple attempts have been made to obtain additional information; no additional information has been received at this time.